Event description:
Customer reported recently being hospitalized due to sepsis, which was diabetes related. Customer was unsure of her blood glucose reading at the time of admission, but stated she was unconscious. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).